Event description:
The co was informed that the pt experienced the loss of lock between his external equipment and the implant after he fell down at the end of december. The programming adjustments were made and the external equipment was exchanged. However, the problem was not resolved. The pt's device was explanted. The pt was reimplanted with another advanced bionic's device.